Manufacturer narrative:
Philips service replaced the frontal flat detector px4700 high speed pack and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the frontal flat detector failure caused no image display on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.